Event description:
The following additional info concerning the event was documented by a carefusion field service representative in response to info provided by a user facility representative. Unit would not respond to touch screen, failed during biomed user verification test. Not on pt during.

Manufacturer narrative:
(B)(4). The carefusion field service representative in conjunction with the customer identified faulty front panel assembly as the most likely cause in this alleged event. The customer was provided with a replacement front panel assembly to repair the device and return it back into service. The alleged faulty front panel assembly was received by carefusion on 02/05/2015, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a follow-up medwatch report will be submitted.